Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was positioned and deployed in an aortic position. This, in combination with moderate native valve/leaflet calcification and severe aortic root calcification, likely caused or contributed to the resulting regurgitation. The event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the sapien valve was positioned and deployed in an 80/20 aortic position, resulting in significant pvl. During pre-screening the surgical team felt the patient¿s annulus size was between a 23 mm and a 26 mm valve; however, intra-operative tee determined the annulus size was approximately 20 mm. It was also noted the stj was very calcified. During the procedure a non edwards bav was used to size the annulus and it was determined that a 23 mm sapien valve would be sufficient. The valve was deployed in an 80/20 aortic/ventricular position, it was noted the valve did not move during deployment. A significant paravalvular leak was noted and post dilation was performed with an additional 1.5 cc of fluid in the delivery system balloon; however the paravalvular leak remained. The surgical team elected to place a second 23 mm sapien valve. The second valve was deployed in a more ventricular position and the paravalvular leak was resolved. The patient was transferred to recovery in stable condition. There was moderate native valve/leaflet calcification and severe aortic root calcification. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.